Manufacturer narrative:
(B)(4). The fsr determined that a defective cardioplegia (cpg) temperature sensor was the cause of the leak. The sensor was replaced. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4)/ medwatch #1828100-2017-00366.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, there was a leak from the bottom of the heater cooler. There was no patient involvement.